Event description:
Alleges unit tipped forward leaving consumer face down in the road. User was wearing lap belt which kept him in the chair.

Manufacturer narrative:
The device was returned to pride UK. The device was evaluated and found to be missing the anti-tip wheels. Anti-tip wheels were installed and other repairs to the unit were completed. Unit is working properly.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information become available, a follow-up report will then be issued.

Event description:
Alleges unit tipped forward leaving consumer face down in the road. User was wearing lap belt which kept him in the chair.